Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's controller kept getting stuck at 90%. The patient stated they were told the clear the cache the first time but that did not resolve the issue. Patient services walked the patient through clearing data on the patient data services. Troubleshooting steps taken with patient services resolved the issue. The patient had 10 boluses per day but used about 6-7.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type: software. Product ID: hh9020tdd lot# serial# (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that the handset was lagging at 90% for about 3 minutes. Patient said that also the handset was not holding a charge. Patient said that they used the handset about 3 times before they would have to charge the handset. Patient said that they got rid of a "bunch of stupid applications" on the handset which made a little bit of a difference in the handset battery lasting. Agent reviewed and guided the patient through clearing the data. Patient said that the issue had been since the day they got the device.